Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). After a 4.5 mm non-bsc balloon catheter was ruptured, a 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the device was exchanged with a 4.5mm non-bsc balloon catheter at 20 atmospheres. The procedure was completed by implantation of a 4.0x22 non-bsc stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the catheter would not inflate due to the dried blood in the lumen. The device was soaked in a warm water bath to loosen the dried blood and functional testing performed again; when positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). After a 4.5 mm non-bsc balloon catheter was ruptured, a 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the device was exchanged with a 4.5mm non-bsc balloon catheter at 20 atmospheres. The procedure was completed by implantation of a 4.0x22 non-bsc stent. No patient complications were reported and the patient¿s status was good.